Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer services (bcs), the following information was reported. On (B)(4) 2012, the patient experienced peritonitis. On an unreported date, peritoneal effluent culture was performed, for which the result was unknown. The patient was not hospitalized for the event. Treatment rendered was not reported. The patient forgot to close the window and that may have been the cause of the peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4): gpv spoke to the home patient's (hp) rn who confirmed the episode of peritonitis and the peritonitis onset date of (B)(6) 2012. The patient was not hospitalized for the peritonitis. On an unreported date in (B)(6) 2012 a peritoneal effluent culture was done and showed "no growth since it was contaminated with antibiotics." The patient was treated with ancef intraperitoneally (ip) for 21 days (dose and frequency was not reported). The patient has recovered from the peritonitis. Pd therapy is ongoing. The past medical history included primary hyperparathyroidism. No further information was provided at this time.